Event description:
It was reported that the programmer had a cracked display and would be sent in for repair. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is broken. Upper and lower cases are broken. Ring cover is missing and two side bail covers are broken. Battery release and battery drawer are contaminated. Encoder flex is out of specification. Battery contacts are compressed. The ring is missing.

Event description:
It was reported that the programmer had a cracked display. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.